Manufacturer narrative:
No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Legal matter.

Event description:
It was reported by the patient's attorney as a result of a legal claim that the patient was revised on (B)(6) 2015 with a postoperative diagnosis of "status post left total hip replacement with adverse local tissue reaction and vertical acetabular component and irritation of sciatic nerve secondary to acetabular screw."

Event description:
It was reported by the patient's attorney as a result of a legal claim that the patient was revised on (B)(6) 2015 with a postoperative diagnosis of "status post left total hip replacement with adverse local tissue reaction and vertical acetabular component and irritation of sciatic nerve secondary to acetabular screw."

Manufacturer narrative:
An event regarding altr involving an accolade stem was reported. The event was not confirmed by medical review method & results: -product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. -clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿there is no examination of the explanted components from the (B)(6) 2015, no MRI or histopathology results consistent with altr, no description of corrosion, no dated serial x-rays or MRI images available for review, and no examination of the explanted revision components. There is no evidence that the voluntary recall of the acetabular component was associated with an increased rate of component loosening. One millimeter of lucency five months post-operative without migration does not confirm pathology. Subsequent instability and pain were due to surgical technique regarding cup positioning, soft tissue tension and misplaced acetabular screw. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation.¿ -product history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the reported event of altr was not confirmed nor the root cause determined based on the clinician¿s review. The clinician¿s review stated, ¿there is no examination of the explanted components from the (B)(6) 2015, no MRI or histopathology results consistent with altr, no description of corrosion, no dated serial x-rays or MRI images available for review, and no examination of the explanted revision components. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation.¿